Event description:
It was reported that during the procedure, the merlin pacing system analyzer (psa) failed to obtain capture thresholds and to sense. The analyzer was replaced during the procedure. The patient's condition was noted as having suffered no consequences.

Manufacturer narrative:
The field complaint of psa being unable to conduct measurements was not verified. The psa was returned for analysis. The psa was plugged in and turned on with no anomlies detected. The psa session worked with no anomalies detected. All testing concluded, no anomalies detected.